Event description:
Ous MDR - boston scientific received information that this patient was admitted to the hospital due to syncope. Interrogation of the device showed intermittent loss of capture with reported asystole due to noise/oversensing on the right ventricular lead. The patient was implanted with a temporarily pacemaker and all lead measurements appeared within normal range. No additional adverse patient effects were reported. The field representative noted that no physical damage of the lead was noted on fluoroscopy but loss of capture was observed at maximum outputs. The pacing impedance measurements were stable as well as r wave amplitudes. A lead revision was planned. Upon the revision procedure it was noted that all setscrews were intact and leads were inserted properly into the device header. A low out of range pacing impedance measurement was noted on the right ventricular lead. After the right atrial and right ventricular leads were disconnected parameters appeared normal, but after putting the stylet inside the right ventricular lead intermittent loss of capture was noted. No insulation damage or fracture was noted on the right ventricular lead but a possible fracture was suspected. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated multiple signs of abrasion. At approx. 51 cm distal to the is-1 connector pin the insulation was found rubbed through. This insulation damage can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and a nearby lead. The analysis did not reveal any sign of a material or manufacturing problem.